Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 26 events were reported for this quarter. Product return status: 22 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 22 reported events were confirmed. Evaluation results: 22 devices were found to be affected by detached and/or missing components. Additional information: 26 devices were not labeled for single-use. 26 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 26 </noe> malfunction events in which the device had a component detach. 24 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 28 previously reported events are included in this follow-up record. Product return status 28 devices were received. Event confirmation status 28 reported events were confirmed. Evaluation results 18 devices were found to be affected by detached locking lever. 2 devices were found to be affected by a detached/missing trigger pin. 1 device was found to be affected by a detached/missing snap ring. 1 device was found to be affected by a detached/missing retaining clip. 1 device was found to be affected by a detached index button. 1 device was found to be affected by a detached turret adapter. 1 device was found to be affected by a detached adapter. 1 device was found to be affected by a detached index button/tab. 1 device was found to be affected by a detached drive link. 1 device was found to be affected by a detached trigger sleeve.

Event description:
This report summarizes 28 malfunction events in which the device had a component detach. 25 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale, supplemental rationale: 26 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 28 reported events are included in this follow-up record. Product return status 27 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 27 reported events were confirmed. Evaluation results 17 devices were found to be affected by detached locking lever. 2 devices were found to be affected by a detached/missing trigger pin. 1 device was found to be affected by a detached/missing snap ring. 1 device was found to be affected by a detached/missing retaining clip. 1 device was found to be affected by a detached index button. 1 device was found to be affected by a detached turret adapter. 1 device was found to be affected by a detached adapter. 1 device was found to be affected by a detached index button/tab. 1 device was found to be affected by a detached drive link. 1 device was found to be affected by a detached trigger sleeve.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device had a component detach. 25 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.